Event description:
Affiliate reports that during evacuation of "cronic" subdural hematoma, the surgeon reversed the perforator and discovered the drill had broken. One bit was left in the skull bone and one piece was still connected to the handle. A spring and metal pin had fallen from the instrument. The surgeon was able to remove the piece from the skull without difficulty. There was still a thick bone membrane that was removed without using the burr and the surgery procedure was performed as planned.